Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function or engage when power was applied. It was further determined that the electric motor did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to wear on mechanical and electronic components from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the small battery drive device was not getting enough power and had intermittent operation. During in-house engineering evaluation, it was observed that the device did not function or engage when power was applied. It was further determined that the electric motor did not function. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.